Manufacturer narrative:
(B)(6).

Event description:
It was reported that a vns patient had passed away. The cause of death was provided by the medical professional as sudep. The patient had reportedly received seizure reduction from vns and was receiving vns therapy at the time of death. The patient's device was not explanted and will therefore not be available for return. The death was not witnessed and was reported to have occurred in the patient's sleep. No autopsy was performed on the patient. The patient had a history of complex partial seizures, averaging about 10 per month. The patient was also reportedly compliant with his current anti-epileptic drug therapy. The death was reportedly not related to vns.